Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the first firing with the blue reload. The surgeon used high force to remove the tissue from the jaw. No harm to the tissue. Cut line and b-formed staple line were deployed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the jaws of the device eventually open to remove the tissue? -no.

Manufacturer narrative:
(B)(4) =closing trigger, sled movement, closure link pin. The ec60 device was received for analysis with the clamping mechanism damaged and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the closing trigger was found broken in the area where it latches with the closure link. Furthermore the closure link pin was out of position. While no conclusion could be reached as to how the closing trigger became damaged and the closure link pin to be out of position, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.